Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006; 7121-65, st jude lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that high thresholds were observed on the left ventricular (lv) lead. In addition, the device reached elective replacement indicator (eri), and premature battery depletion was suspected. The lv lead was capped, and the device replaced. No patient complications have been reported as a result of this event.